Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer alleges pump is under delivering. Customer's blood glucose value was 319 mg/dl and 350 mg/dl. The customer was treated with bolus. Customer reports they did receive a sensor updating alert. The insulin pump was not expected to be returned for analysis.